Manufacturer narrative:
Film evaluation results are: a review of CT¿s and 3d film report from 10 years post-implant revealed that an aneurx stent graft system was implanted in the patient. The bifurcate had migrated into the aaa sac and was ~6cm below the renal arteries. The neck diameter just below the renals was 38mm, and 1cm distally measured 39mm. The neck was extensively calcified. The infrarenal neck was angulated ~90 deg l-r and 60 deg a-p; relative to the distal aorta and iliac limbs. The max diameter aaa measured ~6cm and there was a proximal type I endoleak. The bifurcate was kinked over itself (~60 deg) and several fractured stent struts were noted to have detached near the bifurcate flow divider. The bifurcate ipsi limb and extension were placed into the right external iliac artery. The contra limb and extension were positioned distally within the aneurysmal left common iliac artery, which measured ~3.5cm in diameter. Distal to the left limbs, the left external iliac artery was tortuous and extensively calcified. Both limbs were patent. No other issues were observed. Review of a CT from revealed that a single valiant stent graft had been implanted since the previously seen study. The films were non-contrast, therefore, no assessment of any endoleak or stent graft patency could be performed, and measurements were approximate. The valiant was positioned proximally just below the renals, and was positioned distally with minimal overlap within the aneurx bifurcate. The valiant proximal stent graft od was ~44mm, and measured ~29mm distally within the aneurx. In addition, an endurant limb was seen implanted into the left/contra limb, extending into the distal portion of the left common iliac artery. No other obvious issues were seen from this non-contrast film study. The cause of the events could not be determined from the films provided. The anatomy at implant is unknown, and earlier post-implant films were not available for review and comparison. It is possible that the aneurx migration leading to the proximal type I endoleak, as well as the valiant proximal type I endoleak, were caused by disease progression and aneurysm morphology changes. The cause of the reported type iii junctional endoleak near the junction of the aneurx bifurcate, valiant, and endurant aui could not be determined. The amount of component overlap was not provided, and films during and post-aui implant were not available for review. Images after implant of the endoanchors were also not provided.

Event description:
A valiant stent graft was implanted proximal to treat an aneurx stent graft system that had migrated distally with a proximal type I endoleak. It was reported that a recent CT revealed that the valiant stent graft has a proximal type I endoleak. The aneurysm has expanded from 7.5 cm in diameter to 9.2 cm in diameter. The physician did not know the cause of the event. The patient received an intervention where a 36mm endurant aui was placed. After removing the delivery system, an angiogram revealed a possible type I and type iii endoleak as the distal end of the aui was floating above the bifurcation of the aaa graft. After ballooning multiple times, an aptus guide and applier were advanced and seven endoanchors were placed at different levels and positions around the top of the aui stent graft. Another angiogram reiterated the previously seen endoleak. The physician reviewed the angiograms and decided to complete the intervention. The following day the physician noted that there was a considerable decrease in the flow of the aneurysm sac and the patient will continue to be monitored by the physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.